Event description:
(B)(6) study. It was reported that following a coronary artery stenting treatment procedure the patient the patient experienced restenosis. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 16 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with direct placement of a 3.00 mm x 20 mm ion stent extending from the ostium of the lad, through the previously placed promus drug eluting stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced chest pain. In (B)(6) 2012, the patient was hospitalized with complaints of progression of chest pain and cardiac catheterization was recommended. Angiography revealed 95% high-grade stenosis in the 1st diagonal branch which was treated with a 2.75 x 18 mm non bsc drug-eluting stent and post-dilatation was performed using kissing balloon technique with 0% residual stenosis. Because of high risk of repeat in-stent restenosis of the lad stent, focal restenosis of the proximal portion of the previously placed stents (ion and promus stents) in the proximal lad the lesion was treated with intracoronary brachytherapy using a non bsc beta catheter with beta-emitting radiation and post-dilatation was performed using kissing balloon technique. The event was considered resolved without residual effects and the patient discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).